Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset. Customer's blood glucose level was 79 mg/dl. Reportedly, the cartridge was reloaded and insulin delivery resumed.